Event description:
It was reported a peritoneal dialysis (pd) patient passed away while still hooked up to the cycler. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient expired at home due to natural causes. It was stated the patient had been in declining health recently and potentially had cardiac issues as a result of multi-comorbidity. The cause of the patient¿s death was reported by the coroner¿s office as natural causes with no indication of a relationship to pd therapy or the use of any fresenius product(s) or device(s). The patient was connected to the home liberty select cycler at the time of death; however, upon the pdrn¿s review of the cycler history, there were no alarms or any indication a malfunction or deficiency occurred. It was unknown if emergency services were activated but it was stated the patient was pronounced deceased at home. It was confirmed the patient¿s death due to natural causes was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door, on the top cover, and on the pump molded clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak, valve actuation, catch-post hipot, patient hipot, current leakage tests were found to meet product specifications. A patient sensor calibration test and mushroom head checks were also performed and the cycler was found to be within tolerance. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump assembly and on the baseplate under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported a peritoneal dialysis (pd) patient passed away while still hooked up to the cycler. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient expired at home due to natural causes. It was stated the patient had been in declining health recently and potentially had cardiac issues as a result of multi-comorbidity. The cause of the patient¿s death was reported by the coroner¿s office as natural causes with no indication of a relationship to pd therapy or the use of any fresenius product(s) or device(s). The patient was connected to the home liberty select cycler at the time of death; however, upon the pdrn¿s review of the cycler history, there were no alarms or any indication a malfunction or deficiency occurred. It was unknown if emergency services were activated but it was stated the patient was pronounced deceased at home. It was confirmed the patient¿s death due to natural causes was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patients death. The cause of the patients death can be attributed to declining health and natural causes as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiac disease. Therefore, the liberty select cycler can be excluded as a source or contributor to this event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patients adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a peritoneal dialysis (pd) patient passed away while still hooked up to the cycler. Upon follow up, the patients pd registered nurse (pdrn) reported this patient expired at home due to natural causes. It was stated the patient had been in declining health recently and potentially had cardiac issues as a result of multi-comorbidity. The cause of the patients death was reported by the coroners office as natural causes with no indication of a relationship to pd therapy or the use of any fresenius product(s) or device(s). The patient was connected to the home liberty select cycler at the time of death; however, upon the pdrns review of the cycler history, there were no alarms or any indication a malfunction or deficiency occurred. It was unknown if emergency services were activated but it was stated the patient was pronounced deceased at home. It was confirmed the patients death due to natural causes was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).